Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The handle lock assembly was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Hcs madison - 3030 ohmeda dr, USA madison, wi 53718. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation. There was no patient involvement.